Event description:
Reporter alleged blood glucose read 249 mg/dl at 4 am and took 2 units of insulin based on a sliding scale as normal. It was reported at 6:15 am customer felt confused and ate so afterwards at 6:30 am tested glucose which measured 28 mg/dl. Reporter stated eating more food and testing 45 minutes later where she obtained a result of 170 mg/dl. A request was made for the return of the suspect device and replacement product was sent.